Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 failed to open and could not be recovered even after a hard reboot due to paper obstruction. A field service engineer removed the paper obstruction and verified drawer open and close functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2 had failed and unable to recover. The machine was hard rebooted but still did not work. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.